Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use waste leakage occurred outside of instrument with a bd facsaria¿ fusion cell sorter. The following information was provided by the initial reporter: it was reported that there is a leak inside the fluidic compartment. Additionally, on 2020-07-07, the following additional information was provided: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that during use waste leakage occurred outside of instrument with a bd facsaria¿ fusion cell sorter. The following information was provided by the initial reporter: it was reported that there is a leak inside the fluidic compartment. Additionally, on 2020-07-07 the following additional information was provided: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Waste 4. What is the source of leak -- waste line or non-waste line? Waste 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No

Manufacturer narrative:
H.6. Investigation: ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01jul2019 to date 01jul2020. ¿ complaint trend: this is the only complaint, # (B)(4) related to this issue of a waste leaking in the fluidic compartment. Date range from 01jul2019 to date 01jul2020. ¿ manufacturing device history record (DHR) review: review of DHR part # 656700 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leak inside the fluidic compartment was due to a worn waste connector, part #59-10181-05 - cpln bdy pnl mt 1/8id org. This issue was confirmed by the fse (field service engineer) before he performed the replacement and repair. Although the leak was waste and potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Bd facsaria¿ fusion user¿s guide, #23-20274-00, provides safety guidelines in handling waste and biohazard material including wearing ppe (personal protective equipment) during use. This information can be found starting on page 140. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is limited because there was little impact to customer health or safety. ¿ service max review: review of related (B)(4) install date: 29mar2018 defective part number: 59-10181-05 - cpln bdy pnl mt 1/8id org work order notes: o subject / reported: leak inside the fluidic compartment o problem description: caller cannot locate o work performed: replaced waste-out connector in fluid draw. Fluidic start up / shutdown, cst performance and accudrop passed. O cause: waste connector o solution: instrument operating with in bd specifications 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Waste 4. What is the source of leak -- waste line or non-waste line? Waste 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak? No ¿ returned sample evaluation: a return sample was not requested because it is not a returnable part and was discarded. ¿ risk analysis: risk management file part #100286ra, version g, facsaria fusion risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o ID: 2.1.1 o hazard: uncontrolled release of biohazardous fluids o cause: waste pathway component installation issue and/or failure o harmful effects: exposure to environment or user o risk controls: design review o implementation verification: reassess risk after design review o effectiveness verification: - contamination contained within system - collection tray - clean up kit o propabiltiy: 1 o severity: 2 o risk index: 2 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to worn a worn waste connector. ¿ conclusion: based on the investigation results, the root cause of the waste leak in the fluidic compartment was due to a worn waste connector, part #59-10181-05 - cpln bdy pnl mt 1/8id org. The fse had confirmed the issue and performed the repair. The instrument was rebooted, tested and functioning as expected. The safety risk is limited because there was little impact to customer health or safety.